Event description:
A bladder suspension using repliform tissue regeneration matrix graft, and prolene sutures, and unplanned hysterectomy, was performed in 2003, on a female who previously had a history of allergic response to sulfa drugs and was latex sensitive. After procedure, developed chronic uti-e coli- severe allergic response to all antibiotics, anaphylaxis. Repeatedly hospitalized to the present to treat uti, kidney stones, and severe headaches ever since. Pt has chronic nerve pain radiating to the legs, bladder spasms, and difficulty voiding. Subsequent procedure to release mesh; remove excessive scar tissue; remove putrified sutures. A "tenzer" unit was implanted to help with bladder spasms and nerve pain.